Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, red particles on the shell, and fold creases. A microscopic analysis was performed which identified: a crease sharp broken on radius and stress marks. Based on the device analysis the final assessment is: a crease sharp broken on radius assessed as fold flaw opening.

Event description:
Patient later reported seroma-late diagnosed by ultrasound as fluid collection.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lump.

Event description:
Patient reported right side rupture. The device has been explanted. Patient later reported lump diagnosed via ultrasound.